Event description:
It was reported that the physician requested a review of device data to confirm the device operation of this cardiac resynchronization therapy defibrillator (crt-d). Technical services discussed the presenting electrogram (egm) shows episodes of pacemaker-mediated tachycardia (pmt) that correspond to the time of the procedure. Inappropriate atrial tachy response (atr) episodes falsely triggered due to far-field oversensing were also observed. Reprogramming options were reported. Currently, this product remains in service and no adverse patient effects were reported.